Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-12. H6: investigation summary: a 20039e sample was received for investigation with an opened packaging from lot 20045709. Additionally an angel 5ml syringe was received connected to the sample to assist the investigation. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by flushing it with the syringe as received; no occlusion or flow restrictions were identified. A visual inspection of the syringe's male luer identified some flash at the outer edge of the male luer. The 20039e sample was then connected to a 10ml bd luer slip syringe and a 50ml bd plastipak syringe from retained stock and flushed with fluid; again no occlusion was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20045709 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: can¿t prime at beginning several times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: can¿t prime at beginning several times.